Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was not provided. Bg was addressed via a manual injection. Customer declined further troubleshooting, or to provide additional information. Reportedly, customer reverted to manual injections until visiting healthcare provider.